Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that this infant flow sipap unit was being used on a patient and unexpectedly lost pressure. Alternate ventilatilatory support was provided by changing out the unit to a known good unit. It is unknown whether there was patient impact that resulted from this reported event.